Manufacturer narrative:
(B)(4). Concomitant medical products: cmn femoral nail, ccd 130a, right, 11.5 mm, 38 cm item# 47-2493-382-11 lot# 2820901. Report source: (B)(6). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00354, 0009613350 - 2022 - 00355.

Event description:
It was reported that the patient was scheduled to be revised for ablation of right femoral centromedullary material due to indications of discomfort approximately 2.5 years after the implantation. During removal of the cephalic screw, fracture of the wings occurred making the removal impossible, which resulted in leaving the nail and the cephalic screw in place. The revision surgery was rescheduled. No further patient outcome provided. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. A correction has been made to the brand name of the suspected medical device as we previously reported an irrelevant instrument in error. The following sections were updated: b4, b5, d1, d2, d4, d6a, g3, g4, g6, h1, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided, therefore no device history record could be reviewed. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was implanted with a femoral nail and screw. Around 2.5 years later, the bone had consolidated and the patient was feeling discomfort so a revision surgery took place. During this revision surgery, while removing the lag screw, fracture of the wings made the removal of both implants impossible. The revision surgery had to be rescheduled. The second revision surgery took place 49 days later, in this surgery the screw and nail were removed without difficulty (reported under 0009613350-2022-00353).